Event description:
No additional information was provided.

Manufacturer narrative:
Device evaluation: visual inspection of the returned product confirmed that the nail was broken. Based on the full complaint description, it was noted the nail broke during the removal process while using a slotted mallet tool in the extraction process. It is likely, the nail broke due to forces experienced during the explanation procedure. Device records review: a review of the device history record confirmed no deviations associated with the work order and that the finished device met all required quality inspections and specifications prior to release.

Event description:
Information was received that during removal the nail broke at the distal proximal screw. No patient adverse event was reported.

Manufacturer narrative:
The device has been received and is pending evaluation. The root cause cannot be established at this time. If any additional information is provided, a supplemental report will be submitted.